Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the ipg was set to surgery mode during the unrelated procedure. The patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Initial reporter phone number: (B)(6) correction: section d6a - date of implant has been corrected from the initial report.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.